Manufacturer narrative:
The insulin pump was monitored and no constant tone during battery insert. The device was received with blank display due to moisture damaged at motor and electronic assembly. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer's blood glucose levels were not included in the report. Nothing further reported.